Event description:
The procedure was a fistula angioplasty. The evercross balloon was inflated inside of fistula to nominal. The lesion still persisted so the physician inflated the evercross balloon to 16 atmosphere (above burst) and the balloon ruptured. Rated burst pressure for this evercross is 11atm. Upon removing the balloon catheter the physician noticed the balloon was shredded and not all of the balloon was accounted for. The distal end of the balloon catheter was removed. Further imaging was done to see if the balloon embolized but nothing was ever found.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted. The instructions for use (IFU) state, "precautions: balloons should not be inflated in excess of rated burst pressure."